Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported that the e360 ventilator oxygen flow sensor was faulty. Patient involvement information was not provided by the customer. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien /medtronic service provider checked the ventilator and the reported problem. The service provider replaced the oxygen sensor to resolve the problem. The ventilator was tested and checked to be running normally.